Event description:
The initial reporter alleged a possible false reactive result with the elecsys anti-hcv iiassay on the cobas 6000 e601 module. On (B)(6) 2020, an initial sample tested on the cobas 6000 e601 module using the anti-hcv g2 assay generated a reactive result of 51.51 coi. A repeat test of the same sample on the same day produced a reactive result of 50.57 coi. On (B)(6) 2020, the same sample was tested using an abbott assay, which produced a negative result. On (B)(6) 2020, a new sample from the same individual was tested on the cobas 6000 e601 module, yielding a reactive result of 42.93 coi. Later that day, the sample was tested on a cobas e 411 analyzer, producing a reactive result of 53.93 coi. On (B)(6) 2020, the sample underwent hepatitis c virus (hcv) confirmation testing via polymerase chain reaction (pcr), which was negative. Additional testing included hcv test riba (recombinant immunoblot assay), which was negative, and hepatitis c virus genotyping, which detected no viral infection.

Manufacturer narrative:
The analysis was performed on a cobas e 601 analyzer (serial number: (B)(6)). The investigation determined that the elecsys anti-hcv ii assay performed within specifications. A review of calibration and quality control data confirmed that all results were within expected ranges. Testing of the sample using a different reagent lot on the cobas e 601 analyzer produced a reactive result of 42.2 coi. However, additional testing with the fujirebio innolia hcv score assay and other confirmatory methods, including hcv pcr, riba, and genotyping, yielded negative results, indicating no viral infection. The initial reactive results were attributed to a false positive, which is consistent with the assay's specificity as described in the method sheet. The device remained in operation at the customer site.